Event description:
A peritoneal dialysis (pd) patient contacted fresenius customer service to report they placed an rsd order and advised the island dressing adhesive was too strong and had torn her skin. No further information was provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).